Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement and was doing well post operatively. Electrocautery was used during the procedure. The explanted device will not be returned as it was not released by the facility.